Event description:
The customer reported being hospitalized for high blood glucose. The blood glucose reading was 417mg/dl. During the call it was found that the insulin pump shut off and the display went blank when programming a bolus. Troubleshooting was performed. Requested the customer to rest the device for five minutes, but the insulin pump still did not respond. Advised customer to discontinue the pump use until a replacement insulin pump arrives. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.